Manufacturer narrative:
(B)(4).

Event description:
Revascularization of the left sfa and popliteal was carried out to treat in-stent restenosis in the arteries using in.pact admiral paclitaxel eluting balloon catheter. Patient recovered. Approximately 14 months later occlusion of the left sfa and popliteal occurred and revascularization was carried out a month later using a non-medtronic balloon and an in.pact admiral device. Patient recovered. Investigator assessed that the event is not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
Additional information: patient history also includes hypertension and hyperlipidemia.